Event description:
It was reported that the patient experienced syncope and chest discomfort upon deep respiration. On (B)(6) 2013, the patient had a cardiac tamponade. An echocardiogram revealed pericardial effusion. A pericardiocentesis was successfully performed. A chest x-ray indicated that the atrial lead had perforated the atrium. The patient stabilized and the lead was explanted and replaced on (B)(6) 2013. The patient was monitored closely and no further surgical intervention was required.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.